Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure on channel one was confirmed during product evaluation. The root cause of the reported problem was determined to be damaged speaker harness. Appropriate action was taken to correct the reported problem by reconnecting the speaker harness. A device history review shows pump failed service code '804:xx". Phm a was changed & pump passed subsequent testing. The device has not been previously sent into service for the reported condition of failure on channel one. During previous service on 8/28/2007, the ch-a phm assembly was replaced. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with a malfunction of failure on channel one. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.